Event description:
Ruptured bilumen implants. Health problems caused by silicone implants: capsule formation both sides (hardness of breast developed) painful, warts in chest area, hairloss, hair started breaking at scalp when getting a perm, teeth starting to shift, allergy symptoms became much more severe, nose bleeds, dry eyes, severe headaches 2-3 times a wk, arm and back pain, hot flashes every single night, rptr had to quit walking, her knees started hurting and continue to hurt, cannot stand any length of time, walk any distance, or climb stairs without pain, rptr sleeps between 10-12 hrs a night, rptr has pain in liver area, hearing loss, long term and short term memory problems, cannot follow instructions without writing them down, or with a concentrated effort, dry mouth, dry lungs (very uncomfortable to cough, no mucus to bring up), "dental school found tm joint," 3 cavities, 17 fillings needed as of 6/93. Immune system changes, regular heartburn, tired all the time, very low energy level, found out implants were leaking, had removal, unknown substance in them, giant foam cells in tissue removed, pain in left hip, very hard to go up and down stairs, and cannot open jars or car doors without pain in wrist.